Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 6 mmol/l, which was higher when compared to an unspecified result obtained on the built-in reader. Customer experienced feeling unwell so paramedics were called, and upon their arrival a reading of 1.5 mmol/l was obtained on their device. Customer was treated for hypoglycemia with glucose via intravenous infusion and glucose gel. There was no report of death or permanent injury associated with this event.